Event description:
Additional information obtained from the field which indicated that there was evidence of dislodgement which was determined by xray.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Helix mechanism was performed and the lead failed to extend. Blood was noted in the helix. Laboratory testing confirmed the reported allegation.

Event description:
Boston scientific received information that this right atrial (ra) lead had a placement difficulty due to the helix would not extend. Additional information obtained from the field which indicated that the lead revision was done the next day after implant. The lead was explanted. No additional adverse patient effects were reported.